Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not be charged. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that there was a battery issue, and the device could not be charged. The investigation is ongoing.

Manufacturer narrative:
The issue was confirmed by the customer. A follow up was performed with the key market (km), and the responder reported that the battery was replaced to resolve the issue. The device was returned to service.